Event description:
The customer contact reported possible tampering with the device which resulted in the patient receiving more medication than intended. At an unspecified time, line a of the device was delivering an unspecified hydration solution. Line b was programmed for concurrent delivery of cardizem 100 mg/100ml. No specific programming parameters were provided. At an unspecified time, the nurse received an order to discontinue the cardizem delivery. The nurse reported the delivery on line b was stopped; however, the tubing set and solution container were not removed from the device and the delivery on line a was resumed. After an unspecified length of time, the nurse entered the patient's room and noted that the patient's heart rate was in the "40's". At this time, the nurse found line b of the device was delivering the cardizem. The physician was notified. No medical interventions were required. It was reported the nurse remove the cardizem solution container and the tubing sets from the device. The hydration fluid therapy was resumed using the same device and a replacement tubing set and solution container. The customer contact reported that a family member may have possibly tampered with the device. There were no reported adverse patient sequelae. Though requested additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.